Manufacturer narrative:
(B)(4). The results of this investigation concluded there was outflow thrombus on all three cusps. There was fibrous pannus ingrowth on the inflow surface of cusp 2. Special stains were negative for organisms and no inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, or thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 25 mm epic valve was implanted on (B)(6) 2015. An echocardiogram performed on (B)(6) 2016 showed a 90mmhg gradient. Lab analysis did not show any infectious signs. On (B)(6) 2016, the 25 mm valve was explanted and replaced with a 23 mm trifecta valve. The patient is reported to be stable.